Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not evaluate the referenced device. Since the manufacturing lot number was unknown, omsc reviewed the manufacturing records for the past six month from the date of event, with no abnormalities related to the phenomenon. There was no proof reported that the use of the subject device was a direct cause of the nerve damage. The exact cause of this event cannot be conclusively determined. The following details are found in the instruction manual as warning: the grasping section and probe tip become hot due to extended ultrasonic output. Do not let it come in contact with tissues other than the target tissue.

Event description:
The two patients who underwent chest lymphadenectomy with the subject devices showed long thoracic nerve damage after the surgery. The two patients were difficult to move their shoulders. The doctor commented that the thermal dispersion of the subject devices could cause the long thoracic nerve injury. The devices were disposed of at the hospital. This is the report about the first patient. The report about the second patient is going to be submitted separately.